Event description:
It was reported that over a year ago, a patient had a stroke and fell about six times after. A couple of months prior to (B)(6) 2014, the patient lost relief. His urinary relief wasn¿t what it used to be and his bowel was erratic. The patient had a loose bowel and sometimes had trouble making it to the bathroom. In late (B)(6), the patient fell. Three weeks later the patient increased stimulation from 1.8 to 3.0 on program 4. The device was later explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# va034j3, implanted: (B)(6) 2012, product type: lead. (B)(4).